Event description:
In 2001, a pt sustained a burn to the right tonsil during a routine pe tube insertion followed by adenoidectomy. During the adenoidectomy, a spark was allegedly emitted from the coagulation tip of the suction coagulation tube, catalog #809600, lot #565562 resulting in a small burn to the pt's right tonsil. The coagulation was immediately removed and no further injuries were sustained by the pt. A metal mouthgag was in place during the procedure and there was no exposure to the pt's skin. There was no intervention necessary at the site of the burn. The pt had been appropriately grounded using a grounding pad attached to the right calf. The generator was checked by biomed on 02/2001 per routine biannual check. Conmed aspen generator, was used wit settings of 35 coagulation and 35 cutting; cutting mode was not used by the physician. The suction coagulation tube had been manipulated after the stylet removal. The "information booklet" provided with this product states "the barrel of the suction tube can be bent to suit the user's needs. When bending the barrel, insert the stylet, thus ensuring the barrel remains intact and does not crimp or incur other damage." Ths surgeon had approx 30 years experience and was very familiar with the equipment that was used during the procedure. The procedure was finished with another weck coagulation suction tip from the same lot without further incidence. Post-operatively, the pt had no problems.